Event description:
It was reported that 2 of the 4 screws were loose due to infection.

Manufacturer narrative:
Additional information: b5, d6b, h6. Correction: b1, b2, d2b, d9, h1, h5. The reported event is considered as confirmed according to the pre-operative scans. The case was reviewed by a stryker medical expert, who stated that the infection was not caused by the implant and the implant stability was compromised by a chronic biofilm-forming periprosthetic joint infection (pji) (see communication log). The osteolysis resulting from the effect of the identified organisms on the host bone led to loosening of the components and screws, as described and imaged. Conclusively, the information received does not suggest a device failure, malfunction, or other performance issues.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that 2 of the 4 screws were loose.